Event description:
Reporter alleged the customer received the results of 251 mg/dl, 122 mg/dl and 179 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that the customer's continuous glucose monitor (unknown brand) showed a result of 55 mg/dl and that the customer was hypoglycemic. Reporter stated he treated the customer with sugar as she was sleeping and unable to do so for herself. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Event description:
(B)(4). Initial report: this case was reported by a dermatologist and involves a female pt who suffered from formation of nodules after cosmetic injection with poly-l-lactic acid (newfill, batch-no. Unk). The event occurred 2 1/2 years after treatment (performed by the dermatologist). Additional info received on 8-sep-2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.